Event description:
It was reported that the biomed had an arctic sun device that was having flow issue on the floor. They ran a functional check in bypass and the flow was 1.8 lpm with -7.0 psi and 38 percentage pump command. When they had them attach a shunt line the flow dropped to 1.1 lpm with -7.0 psi and around 42 percentage pump command, they had biomed move the shunt to another set of ports and got the same results, they were bringing that device in for assessment under warranty.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that after an empty pads was performed the pressure remained near -7.0 psi. Upon continuing therapy the circulation pump would not come up to speed due to pressure already reading near -7 psi. This resulted in no flow. Replaced pressure transducer lot 2422 with lot 2422. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that after an empty pads was performed the pressure remained near -7.0 psi. Upon continuing therapy the circulation pump would not come up to speed due to pressure already reading near -7 psi. This resulted in no flow. Replaced pressure transducer lot 2422 with lot 2422. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: a, b, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was having flow issue on the floor. They ran a functional check in bypass and the flow was 1.8 lpm with -7.0 psi and 38 percentage pump command. When they had them attach a shunt line the flow dropped to 1.1 lpm with -7.0 psi and around 42 percentage pump command, they had biomed move the shunt to another set of ports and got the same results, they were bringing that device in for assessment under warranty. Per follow up via phone on (B)(6) 2024, the unit was about 6 months old, the unit was sent to bd for evaluation and repair. No injury to patient to their knowledge.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that after an empty pads was performed the pressure remained near -7.0 psi. Upon continuing therapy the circulation pump would not come up to speed due to pressure already reading near -7 psi. This resulted in no flow. Replaced pressure transducer lot 2422 with lot 2422. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was having flow issue on the floor. They ran a functional check in bypass and the flow was 1.8 lpm with -7.0 psi and 38 percentage pump command. When they had them attach a shunt line the flow dropped to 1.1 lpm with -7.0 psi and around 42 percentage pump command, they had biomed move the shunt to another set of ports and got the same results, they were bringing that device in for assessment under warranty. Per follow up via phone on 16jan2024, the unit was about 6 months old, the unit was sent to bd for evaluation and repair. No injury to patient to their knowledge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was having flow issue on the floor. They ran a functional check in bypass and the flow was 1.8 lpm with -7.0 psi and 38 percentage pump command. When they had them attach a shunt line the flow dropped to 1.1 lpm with -7.0 psi and around 42 percentage pump command, they had biomed move the shunt to another set of ports and got the same results, they were bringing that device in for assessment under warranty.